Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the cardiology with presyncopal symptoms, the device oversensed electromagnetic interference enough to sense sinus beats. The oversensing led to a five second delay in pacing. Making a programming change was recommended. No further information is available.